Event description:
It is reported that the pt was revised, due to the knee becoming loose in less than 1 year. Implant and explant dates are unk.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, x-rays are not available for review. The item and lot numbers ar not known. The cause of the reported problem could not be determined due to insufficient info. H6: evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.